Event description:
As reported, the patient had an initial right tha on an unknown date. The patient underwent a revision of the gxl liner to a competitor's dual mobility. The cup, liner and head were replaced with exactech biolox delta options. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: 180-01-52 nv crown cup clstr hole 52mm group 2; 122-65-15 6.5mm acetabular bone screw 15mm; 164-13-10 novation element ro s/o col sz 10; 170-36-00 biolox delta femoral head 36mm od, +0mm.

Manufacturer narrative:
H3: there is no specific novation gxl device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.